Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where transactions were not updating in reports. A technical support specialist (tss) dialed into the station and server, checked and confirmed from the server that uploads had stopped for the station, reviewed data synchronization logs at the station and found a manual recovery error, initially identified the issue as a domain name system (dns) network issue, then encountered another error requiring manual recovery, reviewed the knowledge article (ka) ¿manual recovery required ¿ datasyncinvaliduploadchangetrackingvalue¿ and followed the steps, ran reports on the server to confirm data was current, and verified with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, transaction was not updated on report for the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.